Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: product returned to zimmer biomet for investigation. Lot number verified: zb130405. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the toffee hammer broke at the shaft when the surgeon was impacting the femoral trial onto the femur. No harm was done to the patient. Another hammer was used to finish the procedure without delay.

Manufacturer narrative:
(B)(4). Initial report product has been requested to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the toffee hammer broke at the shaft when the surgeon was impacting the femoral trial onto the femur. No harm was done to the patient. Another hammer was used to finish the procedure without delay.

Event description:
It was reported that the toffee hammer broke at the shaft when the surgeon was impacting the femoral trial onto the femur. No harm was done to the patient. Another hammer was used to finish the procedure without delay.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The complaint states, the surgeon was impacting femoral trial onto femur when the toffee hammer broke at the shaft. No harm was done to the patient and another hammer was used to finish the procedure without delay. This event occurred during surgery. No health consequences or impact. The instrument shows signs of wear with burrs and mushrooming on the hammer head. This is most likely due to repeated use over time. Visual inspection confirmed the reported event, the shaft fractured at the point where the shaft meets the handle at the weld joint. The DHR related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The product was most likely conforming when it left zimmer biomet control. The mhr related to the involved product has no non-conformances. Review of material certs confirm conformance to specification. The root cause cannot be determined with the evidence that is currently available, however, as the instrument was in service for a maximum duration of approximately7 years and 8 months, and based on the information provided with the complaint, the fracture surfaces on the received part indicate fracture due to fatigue, it is most likely related to repeated use of the instrument. Both impaction surfaces of the hammer showed damage in the form of deformation, indentation and gouges. Repeated use of the instrument may be a contributing factor for the reported failure. Reusable instrument lifespan manual instructions state: while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. 1. Instruments should be inspected for completeness and function. 2. Inspection includes: a. Checking instruments that form part of a larger assembly or assemble with mating components. B. Inspecting for all forms of wear outlined in this manual. 3. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. 4. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. The relevant risk files state the severity of the reported event and calculated occurrence for similar complaints are in line with the calculated and expected risk. The overall score is low risk. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.